Manufacturer narrative:
Concomitant products: product ID: 8781 , serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10 mg/ml at 1.99 mg/day) via an implantable pump for non-malignant pain and spinal pain indications. It was reported that the patient wanted their pump moved laterally for comfort. During the pump revision on (B)(6) 2022, the physician discovered the catheter to be very twisted and revised the catheter. There were no known factors that may have led or contributed to the issue. The issue was resolved at the time of report. The patient's weight was asked and will not be made available. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.